Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported failed psi testing during preventative maintenance 19.90, 20.20, 20.91 was not reproduced. The device passed downstream occlusion testing. A review of the event history log (ehl) revealed occurrences of multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi testing during preventative maintenance 19.90, 20.20, 20.91 in the biomedical service department. There was no patient involvement. No additional information is available.